Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not an maquet product. The extender and pressure tubing were also returned. The extracorporeal tubing was returned cut in two parts. A kink was observed on the catheter tubing approximately 56.1cm from iab tip. A sensor output test was performed and the sensor was found to be within specification. A laboratory insertion test was unable to be performed due to the membrane being unfurled and the catheter tubing returned condition. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. Due to the returned condition of the extracorporeal tubing a laboratory pump could not be performed. The event description provided was insufficient on the suspected iab failure, however we did identify a kink in the catheter tubing. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
N/a.

Event description:
It was reported that there was an issue with the intra-aortic balloon (iab). Additional information has been requested, but not yet received. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: administrator/ supervisor. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).